Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain, dislocation and metal on metal issues. Update 6/26/15-pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the patient was revised for instability and metallosis. No revision operative note was provided, but the cup was revised. At this time it is unknown why the cup was revised. If/when we receive more information we will updated as needed. Part/lot is being updated. The complaint was updated on: 7/17/2015. Update ad 06 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant record. In addition to what previously alleged, ppf alleges dislocation, infection and elevated metal ions before first revision. Added stem, cup and bone screw due to alleged infection. Updated patient code and product experience code. Added revision hospital, revision surgeon, law firm in the facility name. Corrected patient's identifier. Doi: (B)(6) 2004, dor: (B)(6) 2013 (right hip). Patient is bilateral. See (B)(4) for the left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges dislocation, infection and elevated metal ions before first revision. Doi: (B)(6) 2004 - dor: (B)(6) 2013 (right hip).